Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. During the procedure, the left renal artery was covered during deployment of the main body. The physician was unable to successfully cannulate and stent to restore flow from the groin access or the arm. The final patient status was reported as doing well and was discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Corrections: the reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the occlusion of the left renal artery is confirmed. This is consistent with the reported event/incident. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged on the post-operative day four (4) home in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B6: relevant test/lab data updated. G3: date of received by manufacturer updated. H10/h11: additional manufacturer narrative updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, occlusion of the left renal artery is unconfirmed. This is not consistent with the reported adverse event/incident. No contributing factors were identified. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well and discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.